Event description:
On (B)(6): customer reports during pt procedure (pt and procedural info not provided), the system fluoro failed. Physician was able to complete the procedure using rad imaging. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.